Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. No device available for return.

Event description:
It was reported to nevro that the patient passed away. The physician did not believe the cause of death was related to the device, however the exact cause of death is unknown.